Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented one day post treatment with microstriae in left eye affecting visual acuity. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision patient reported symptoms are not interfering with daily activities. A flap lift and rinse was scheduled. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.75 x -1.00 x 6. Left eye pre-op 20/20 -3.00 x -1.00 x 1. Post op: right eye 20/20. Left eye 20/40.